Event description:
It was reported that an initial measured battery data reading was 2.59 v, 12 ua, 1 kohms. A second reading prior to recalibration was 2.45 v, 12 ua, <1 kohms. Post recalibration, the measured data was 2.59 v, 13 ua, 1 kohms. A second reading was 2.48 v, 13 ua, <1 kohms.